Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured october 03, 2014 ¿ october 08, 2014. The device was received for evaluation. Visual inspection did not reveal any evidence of particulate matter in the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle inside the balloon of a half day infusor. This was noted before patient use. There was no patient involvement. No additional information is available.